Manufacturer narrative:
Physio control was able to verify the reported issue in a review of the electronic patient records. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Physio-control contacted the customer in order to obtain additional information about the patient and event; however, no response was received.

Event description:
The third-party service agent contacted stryker to report that their customer's device had unexpectedly lost power. There were no reports of adverse effects to the patient as a result of the reported issue.

Event description:
The third-party service agent contacted stryker to report that their customer's device had unexpectedly lost power. There were no reports of adverse effects to the patient as a result of the reported issue.

Manufacturer narrative:
The downloaded electronic patient records were reviewed and it was verified that the device inappropriately lost power 17 times on 1/23/2021. At the time of the event, the device was being powered by a battery manufactured in 2012. Per the lifepak 15 monitor/defibrillator operating instructions, it is recommended that device batteries be replaced approximately every two years. The service agent was notified that the battery should be replaced, and was asked to provide details of the device evaluation and repair. The service agent was contacted numerous times for more details, but no response appears to be forthcoming. Based on the available information, the root cause of the reported issue is likely the use of a battery passed its recommended service life.